Event description:
It was reported that the device sparked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: when plugging in she saw a spark-temp. The failures identified in the investigation is consistent with the complaint record. The probable root cause is fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device sparked.